Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that there was a leak of approximately 2 - 4 tablespoons of clear fluid in the area of the manual probe of the coulter lh780 hematology analyzer. The instrument was also giving aspiration errors and no results were being generated. The customer stopped using the instrument and called for service. The field service representative (fse) discovered the tube between the two retic-module shear-valves had come loose, possibly because of the routing. The fse reconnected the tube and rerouted the tubing, thoroughly cleaned the instrument, and performed all verifications. The root cause of the leak is attributed to a disconnect tube between the two retic-module shear-valves. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.